Event description:
It was reported that during myomectomy procedure, there was a large spark and the loop burnt and broke off. After the 1st loop disintegrated, they used a 2nd one which also subsequently broke as well as the ceramic tip of the resectoscope insert. The patient has minimal burnt fragments inside her uterus. It was confirmed that the fragments were removed and nothing was left behind. No death or (unanticipated) serious deterioration in state of health reported. Crossed referenced complaints: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, " loop burnt, loop and tip broken off ", could be confirmed. As electrode 1 shows a ductile appearance on the broken surface, which indicates a break by force, it is most likely, that electrode 2 got the same damage by mechanical overload and the broken off active electrode touched the neutral electrode creating a shortcut and final molt down both electrodes. The heat generated cracked the ceramic beak. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).